Event description:
Rptr had plate surgery in 1988 where the plates were used along with a fusion. Rptr has just found out that the plates and screws were experimental. Rptr was not told that these were not approved by the FDA. At the age of 30 rptr now cannot walk and cannot find a doctor who will help him now that he has them in his lower back. There seems to be no other explanation of why he is having these problems.